Event description:
Ethicon eea product recall used in surgery color colon reaction and anastomosis; leak occurred at anastomotic site resulting in a return to surgery on (B)(6) 2018 and resulting in a temporary colostomy with a return on (B)(6) 2018 for colostomy revision due to add'l necrosis. Pt went through rehab and wound care. On (B)(6) 2019, she had surgery for the colostomy reversal and a wound vac for non-healing of the site was on (B)(6) 2019 due to abscess formation and drainage with insertion of 2 separate drainage catheters from abscessed sites. The two drains were removed on (B)(6) 2019 with a f/u abscessogram on (B)(6) 2019 with results pending at this time. The eea ethicon stapler is under a class 1 product recall dated 04/11/2019. Multiple tests and wound care / labs ordered in-between the tests as listed above and included multiple extended hospital stays. FDA safety report ID# (B)(4).